Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage electronic assembly. Analysis was unable to perform all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to no button response. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the blood glucose was not lowering down. The customer's blood glucose was 112 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer performed troubleshooting and did not find setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.